Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the reported invalid impedance was confirmed. As received, the octrode lead had a kink in the lead body where all the internal wires were broken. This would have contributed to the patient¿s ineffective stimulation. There was also a cam impression from the swift-lock anchor. As the invalid impedances were observed prior to the revision, the fracture is consistent with overstress the lead was subjected to near the distal end of the swift-lock anchor while it was in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2014-24404. Further investigation identified surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2014-24404. Further investigation identified device 1 was explanted replaced which resolved the issues.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2014-24404. The patient received 2 leads with the same lot number. It was reported the patient experienced ineffective stimulation. Reprogramming did not resolve the issue. X-rays will be taken for further investigation. Diagnostics indicated invalid impedance readings.